Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of leakage at catheter junction with lot 5170562 regarding item 383519. Device history record for lot 5170562 has been reviewed. No related quality issues or process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that nexiva leaked. When in use, the clear cannula hub leaks where it connects to the catheter, defective quantity 1.